Event description:
Dealer received a replacement left motor, and when he pushes forward the motor is going in reverse. He does not have a programmer to calibrate it with him. He could not find the instructions... He finally found them below the foam in the bottom of the box. Someone delivered a programmer to him.